Manufacturer narrative:
H3: product analysis stated visually, there was contamination on the distal end of the device including the outside diameter of the cuff balloon. Under magnification, there were no voids in the trace pads or ink traces (underneath the adhesive). Electrically, the resistance from end to end shall be less than 200 ohms the actual measurements were 43 ohms (blue), 21 ohms (blue with white stripe), 48 ohms (red), and 34 ohms (red with white stripe) which all electrodes were in specification. Functionally, for further analysis, the device was connected to a nim system, and the trace pads were submerged in a saline solution to perform functional testing. The device passed the electrode check and there was no excessive feedback during the noise test. For additional analysis, bend testing was performed by bending each electrode trace, at separate times, near the clamp shell on the proximal end of the device, and the device continued to pass the electrode check and had no excessive noise. H6: codes updated. Previously applied codes fdm b17 and fdr c20 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroidectomy procedure, nim trivantage tube from start the tube gave a lot of noise/response without touching the patient. When touching the patients neck it sounded very much. Patient is sleeping deep and the tubeposition is ok and verified with a videolaryngoscope. Decided to change tube and after that everything worked perfect and with silence.surgery was delayed by 31 minutes and reintubation caused some extra pain in throat. Procedure was completed with back up device. There was no patient impact.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.